Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an embolization occurred. A 33mm watchman laa closure device & delivery system was implanted during a left atrial appendage (laa) closure procedure and everything went fine. Pass criteria was met, and the patients volume status was ok from the start. The pressure in the la was 15 as well as the patients wedge pressure. When they checked on the patient the following day the patient had experienced premature ventricular contraction s(pvc) and they noticed that the device had emboli zed. Surgery was performed and they used an atriclip to occlude the appendage. The patient did fine during surgery and has since gone home.